Manufacturer narrative:
Device evaluation : one hotline device was received for evaluation in excellent physical condition, with no noted signs of damage detected on immediate visual inspection. However, after filling the tank with water, attaching a temperature check, and powering on the device, it was found that a gasket was causing leaking. Additionally, a faulty speaker on the pcb was identified, resulting in no audible alarms when testing alarms were triggered. Based on the evaluation, the complaint was confirmed. A problem source could not be determined.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer leaks and has no alarm. No adverse effects were reported.